Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks were delivered to this patient when the patient was walking. The issue seemed to be due to air bubbles. The shock was turned off and the patient was observed for one week. The device was then programmed to shock on. The system remains implanted. No adverse patient effects were reported. A review of the upload data by boson scientific technical services (ts) noted that this case was likely a result of air entrapment, however to exclude other possibilities ts discussed possible useful tests to perform. The system remains implanted at this time.